Event description:
It was reported to vyaire medical that the avea ventilator has a dark screen upon startup. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer stated that the uim (user interface module) had been replaced, but the problem persisted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.